Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during training, it was observed that the autopulse® lifeband would not stay in place on the autopulse. Customer attempted to use other lifebands, however, these would not stay in place either. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform shows that the top cover and the front enclosure were cracked. The physical damages found during visual inspection are not related to the reported issue that the lifeband would not stay in the platform. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 10/2011). A review of the archive data was performed and no problems were found. Functional testing was performed and the reported issue that the lifeband would not stay in the platform was verified. It was found that the channel die cast was at fault. Based on the investigation, the parts identified for replacement are the die cast channel, top cover, and the front enclosure. In summary, the reported complaint that the lifeband would not stay in the platform was confirmed during functional testing. The fault was found to be due to the defective die cast channel. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of the die cast channel and the damaged parts, the platform passed all testing criteria.